Event description:
The customer observed glucose controls out of range occurring from an architect c8000 and noted that results good when ran on another architect analyzer and provided the following data. The customer further reported that they had approximately 5 to 6 falsely elevated glucose results on 21 apr 2023. The initial results were approximately between 400 and 600 mg/dl and the repeat the samples on their other architect analyzer, which generated results in the normal range (normal range not provided). No further specific data provided. Customer did report an additional discrepant patient result occurred, however no specific data was provided. There was no known impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c8000, serial number (B)(6) due to a false elevated glucose results observed by the customer. The fsr inspected the module, and determined that the tbg., bulk 6 x 12 elicon (rohs) was clogged and caused the cuvette washer to drip. Replacement the tbg., bulk 6 x 12 elicon (rohs) of resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this issue was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends related to the tbg., bulk 6 x 12 elicon (rohs). The product monitoring review scorecard was reviewed and found no similar issues related to the architect system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the tbg., bulk 6 x 12 elicon (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c8000, serial number (B)(6) or tbg., bulk 6 x 12 elicon (rohs) was identified.

Event description:
The customer observed glucose controls out of range occurring from an architect c8000 and noted that results good when ran on another architect analyzer and provided the following data. The customer further reported that they had approximately 5 to 6 falsely elevated glucose results on (B)(6) 2023. The initial results were approximately between 400 and 600 mg/dl and the repeat the samples on their other architect analyzer, which generated results in the normal range (normal range not provided). No further specific data provided. Customer did report an additional discrepant patient result occurred, however no specific data was provided. There was no known impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.